Manufacturer narrative:
(B)(6). (B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a core wire was exposed and detached. During preparation of the jtip 035/145/3mm (b/5) amplatz super stiff¿ guide wire. It was noted that the metallic core was visible for less than 1 millimeter and seems detached from the rest of the device. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tip of the device was separated, and was not unraveled and the core wire was not exposed.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The returned device matches with upn provided by the customer. The device has the distal tip end stretched near to the ballweld and the coil peeled in this section too, also it is kinked in the distal section. The dowel test couldn't be performed due to the device condition, since the peeled section is located in the distal section stretched. Overall length and outer diameter (od) of distal tip couldn't be measured due to the device condition (distal tip end stretched near to the ballweld). Od of middle of the device and proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the tip of the device was separated, and was not unraveled and the core wire was not exposed.